Event description:
It was reported that during a low anterior resection the gun fired as expected i.e crunch of the break away washer was heard and the green tick illuminated. Upon inspection of the donut rings the proximal donut was intact , however upon inspection of the distal donut only staples were visible in approx - 8oclock to 12oclock. There were not staples visible in the rest of the ring but the purse string was still intact. Upon uncovering this the decision was made to give the patient a colostomy.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Colorectal cancer did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Another colorectal consultant who is very familiar with this device and uses this in his own cases where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? B - middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes ¿ this is exactly what they are used to doing and I confirmed this with him were there any issues with device use/firing? Absolutely none ¿ device fired as expected and green tick was illuminated what confirmation was received that the device completed the firing sequence? Washer crunch was heard and green tick illuminated was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 rotation was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes it was were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. . Upon inspection of the donut rings the proximal donut was intact , however upon inspection of the distal donut only staples were visible in approx - 8oclock to 12oclock. There were not staples visible in the rest of the ring but the purse string was still intact.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch #512c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 512c74, and no non-conformances related to the reported complaint condition were identified.